Event description:
It was reported to tyco healthcare/kendall that a pt had a problem with a 4x8 gauze sponge. The customer states "pt underwent (l) breast segmental mastectomy and 4x8 gauze sponge fraying in pt's breast during procedure. All particles removed from operative field."